Event description:
The customer reported that spo2 had been "dropped" during monitoring a patient, and that the mms was getting too hot. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that spo2 had "dropped" during monitoring a patient with no observed inops, and that the mms was getting too hot. No patient harm was reported. Based on the available information, it has been confirmed that spo2 was lost while monitoring a patient and according to the customer, there as no inop error message provided. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.